Manufacturer narrative:
In addition to the mentioned before catridge number obj-09169, the same problem of the catridge dates are reading wrong happened with obj-09166 (batch number 23123-09166, UDI (B)(4)).

Event description:
The catridge is not recognised by the printer (rfid).